Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with epigastric and umbilical hernia thereby underwent open repair with the implant of ventralex st mesh. Per op notes, "a large ventralex st mesh was placed into the subfascial space towards the fascia using sutures." On (B)(6) 2017 - patient had abscess thereby underwent incision and drainage of abscess. Per op notes, "noted the abscess cavity." On (B)(6) 2018 - patient was diagnosed with incisional hernia with obstruction and small bowel perforation thereby underwent repair with removal of infected mesh. Per op notes, "adhesions were taken down. The perforation had occurred to the obstruction; the mesh was removed."

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog number, lot number, UDI, expiry date), d.6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.